Manufacturer narrative:
Details of complaint: the customer reported they were seeing incorrect readings at the central nurse's station (cns) and remote network station (rns) for the spo2 and resp parameters coming from one monitored transmitter. The readings on the transmitter were correct, but those readings were not matched at the cns. No patient harm or injury was reported. Investigation summary: this issue would result in a delay in recognition and management of deteriorations in oxygen saturation. This would be easily detectible by clinicians who could then assess the patient's condition and prepare alternate monitoring methods as necessary. The root cause for incorrect values is related to incorrect settings. The customer's transmitters were transmitting on duplicate channels causing incorrect values to populate. The channel was changed on one device and the issue was reported to be resolved. Education was provided to the customer to avoid recurrence of the issue. This issue has not recurred with the reported device.

Event description:
The customer reported they were seeing incorrect readings at the central nurse's station (cns) and remote network station (rns) for the spo2 and resp parameters coming from one monitored transmitter. The readings on the transmitter were correct, but those readings were not matched at the cns. No harm or injury was reported.

Manufacturer narrative:
The customer reported that they are seeing incorrect readings on their central nurse's station (cns) and remote nurse's station (rns) for the spo2 and resp parameters coming from one monitored transmitter. They explained that the readings coming from the transmitter are correct, but what shows up on the cns is not matching with the device readings. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they are seeing incorrect readings on their central nurse's station (cns) and remote nurse's station (rns) for the spo2 and resp parameters coming from one monitored transmitter. They explained that the readings coming from the transmitter are correct, but what shows up on the cns is not matching with the device readings. No harm or injury was reported.